Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The intelligent shut down (isd) pcb, power switch and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.